Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dv5 vision side cart (vsc) tower to resolve the issue. The system was verified and ready to use. Isi has not received the vsc for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the customer experienced a 40096 fault. Initial troubleshooting involved confirming the fault was present, and attempts to resolve it included checking for error logs. The logs showed a 307 error related to a system error where a node was not present. The customer had to reboot the system to continue with the procedure. The customer reported event has no report of patient injury.